Event description:
It was reported that the patient had his spectra concealable penile prosthesis replaced because the device "was malfunctioning - not staying upright so new inflatable requested". No patient complications were reported in relation with this event.